Manufacturer narrative:
G4:25jan2021. B4:26jan2021. Multiple attempts were made to obtain patient information and on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported that the ventilator did not alarm for patient disconnect when the patient "ripped" the mask off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found that the unit alarms as expected when placed into ventilation mode. Technical support found the power and motor speakers passing. Technical support reviewed the event log and found some alarms logged indicating no o2 available, and low minute vent. The customer was advised that if the mask was removed from the patient and held into unobstructed ambient air a prox-line disconnect and patient disconnect alarm would be expected. The customer was advised that it the mask came of the patient and fell into begging or other wise obstructed it may not produce those alarms. The customer would perform a full performance verification test before placing into service.